Event description:
It was reported that balloon burst occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon burst upon sixth-eighth inflation at 10 atmospheres within 40-50 seconds. The balloon was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure and a pinhole leak was noted 11mm distal of the proximal markerbands. A visual examination of the returned device identified that 7mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon burst upon sixth-eighth inflation at 10 atmospheres within 40-50 seconds. The balloon was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.